Event description:
Several reports from different nurses, in different departments, on different patients:nurses attempted to prime IV catheter extension sets; they inserted the syringe with fluid into the luer lock valve of the ext., extension set, applied pressure and were unable to push fluid into the set to prime it. The manufacturer was contacted and it was learned that various lot #'s are involved per reports from other facilities. The site is attempting to isolate lot #'s involved.no patient complications arose. However, risk exists for patient complication if similar devices were to fail in emergency situation.